Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that a cerelink probe was inserted during surgery successfully for circa 2 hours. Icp reading started dropping to 50 and then produced an error message saying "sensor or extension cable failure! Disconnect and replace cable or sensor." After trying multiple cables and monitors we found the error message continued to be produced. Patient is awake and needed to be re-operated on under anaesthetic as they have no way of monitoring icp.

Manufacturer narrative:
UDI : (B)(4). The microsensor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis: the issue of the complaint has not been confirmed: the catheter failed for catheter and wires cut into; and catheter tubing being stretched, so no testing could be performed. The root cause of the issue reported by customer could not be determined due to the fact that no testing was performed, as the device was damaged. However, the possible root cause of the defect reported by the customer could be due to connector is damaged after too many cycles of connection / disconnection.

Event description:
N/a.